Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that at the end of the procedure the surgical team proceeded to closing the skin wound with the device. The following occurred: with the first device: the clips were stuck in the applier even after removing the clip stuck in applier. With the second device: the clips came out half bended or completely opened. Therefore, they do not grab the skin. With the third device: the first clips were jamming but afterwards able to close skin. Clinical consequences: the patient was having an osteosynthesis fracture fixation using a tourniquet. Due to the failure, the procedure was delayed.

Manufacturer narrative:
Qn#(B)(4). Report number 3003898360-2020-00144 was submitted in err. Based on new information the product identification indicates that it is not sold in the us. Report number 3003898360-2020-00144 is retracted.